Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separated balloon requiring medical intervention. Device issue: separated balloon. It was reported that the stent balloon separated. The lesion site was covered with another promus; however, the stent balloon of promus 18 x 2.5mm separated after the stent deployed and it was apposed to a normal site. It is unintentionally stented at a normal vessel of the patient. An ivus was not used and the degree of stenosis was 80%. No additional event or patient information is available.